Event description:
The event happened during the procedure. Initially, an unspecified balloon catheter (hyper form/covidien (B)(4), 5fr, type unknown) was delivered through an unspecified guiding catheter (shuttle sheath/cook, 5fr, type unknown) and microcatheter (excelsior sl10/stryker, type unknown) was navigated into the target aneurysm. No issues noted. However, after that, while advancing an orbit galaxy (640cx0406/15638811) in the microcatheter (excelsior sl10/stryker, type unknown), it got stuck into the microcatheter. The report did not indicate when and where exactly it got stuck. Therefore both the orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cx0406, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The unintended detachment was not observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. The procedure was coil embolisation of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous.

Manufacturer narrative:
During a coil embolization of an internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous the orbit galaxy (640cx0406/15638811) got stuck in the microcatheter (excelsior sl10/stryker, type unknown) during advancement. It is not known exactly where it got stuck. Therefore both the orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cx0406, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. Prior to the event, initially a balloon catheter (hyper form/covidien (B)(4), 5fr, type unknown) was delivered through a guiding catheter (shuttle sheath/cook, 5fr, type unknown) and microcatheter (excelsior sl10/stryker, type unknown) was navigated into the target aneurysm with no issues noted. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The product is unavailable for evaluation. No additional information is available. A review of the manufacturing documentation associated with lot 15638811 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the root cause or factors possibly contributing to the reported event. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: balloon catheter (hyper form/covidien (B)(4), 5fr, type unknown), guiding catheter (shuttle sheath/cook, 5fr, type unknown), microcatheter (excelsior sl10/stryker, type unknown), new coil (640cx0406, lot unknown).